Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have a broken main tube approximately 50.43mm from the distal tip. A piece measuring proximately 43.18mm was not returned with the instrument. No other material was found missing. Components adjacent to this broken main tube did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the tip-up fenestrated grasper was bent in the abdominal cavity. The bent tips were retrieved from the abdominal cavity by hand, and the ports were pulled out. A wire was broken when it was taken out. Fragments of the handle of the forceps had fallen into the peritoneal cavity, so irrigation and suction were also performed. The tip was then cut off when removing it from the port. The procedure was completed using a backup instrument. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: it was confirmed that the procedure was not converted to open surgery. Another instrument was not used to remove the stuck instrument. The surgeon reached into the abdominal cavity through a small umbilical incision which was originally made in the navel for specimen removal and tried to straighten the bent wrist, but it could not be returned to a straight position. This resulted in removal together with the port.